Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital (B)(6). E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the balloon failed to deflate. A 10mmx2.50mm wolverine coronary cutting balloon has been used for the procedure. During the procedure, it was noted that the balloon could not be dilated and contracted normally. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable after the procedure.